Event description:
It was reported to medtronic neurosurgery that he patient was implanted with the (B)(6) 2011. The report stated that since (B)(6) 2013, the patient's eyes appeared glassy and the patient became unconscious. According to the report, the physician suggested the product might be occluded. Reportedly, the patient's symptoms had not improved.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. All of the valves are 100% tested at the time of MFR.